Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device involved in the reported event has been returned to the manufacturer. A follow-up report will be submitted upon completion of the device investigation.

Event description:
The manufacturer was notified of the early explant of a perceval s size 23, which occurred on (B)(6) 2026. The following provides a comprehensive summary of all information currently available to the manufacturer. The prosthesis, implanted on (B)(6) 2023, subsequently developed structural valve deterioration (svd) with rupture of a leaflet, leading to the need for explantation. The explantation surgery also included a concomitant mitral valve repair with a size 28 ring due to mitral insufficiency. During the explantation procedure, the patient remained stable. As reported, the nitinol stent of the perceval valve caused a partial dissection of the intimal flap, which was subsequently reconstructed and oversutured. In addition, during the explantation, a small tear occurred in the annulus toward the anterior leaflet of the mitral valve, caused by the adhesion of the perceval stent. This lesion was likewise repaired. The perceval prosthesis was then replaced with a magna ease size 23, with a favorable postoperative outcome. The patient¿s medical history includes hypertension, type ii diabetes, hypercholesterolemia, and a previous left groin endarterectomy.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h3, h6, h11. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The valve was returned to the manufacturer for evaluation. Gross examination revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and the subsequent insufficiency due to a tear on leaflet c. The pericardium of all three leaflets was thicker than normal near the posts due to calcifications. Thrombus depositions and/or calcified thrombus depositions were visible on all outflow leaflets and on all inflow surfaces. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars were visible where intrinsic calcifications became extrinsic. Fibrous pannus depositions were visible on the crown, on all sinusal struts near the skirt, on both sides of skirt, on both sides of all posts and along all adherent margins. On leaflet a, the mesothelial surface was locally wrinkled. On leaflet c, a 6 mm long tear was present at post 1. X- rays of the subject valve confirmed the presence of large intrinsic calcifications in all leaflets. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic calcifications. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and-homogenated. Thrombus depositions were visible on both surfaces of leaflet c. Inflammatory cells were detected inside the thrombus deposition that was present on the mesothelial surface. Pericardial delaminations were detected on leaflets b and c. In leaflet c, gram stain showed some gram + bacteria inside the thrombus depositions. In conclusion, the analyses performed revealed leaflets calcification, detected with visual, x-ray and histological analyses, which caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. Thrombus depositions were detected on both prosthetic sides. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) [1]. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the thrombus depositions. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis [2] in the acute phase. Based on the manufacturer's sterilization protocols, the chance that pathogen was present on our valve at the time of manufacturing and release is nil considering that the event occurred remotely at > 60 days from the device implant. In conclusion, it is reasonable to assume that the patient¿s clinical conditions and risk factors (hypertension [3], diabetes [4 and 5] and hypercholesterolemia) may have contributed to the structural valve deterioration observed in this perceval s valve. References: [1] frederick j. Schoen, md, phd, and robert j. Levy, md; calcification of tissue heart valve substitutes: progress toward understanding and prevention. Ann thorac surg 1073 2005;79:1072¿80 [2] balakrishnan mahesh, ms, frcs, gianni angelini, frcs, massimo caputo, md, xu yu jin, phd, and alan bryan; prosthetic valve endocarditis. Ann thorac surg 2005;80:1151¿8. [3] philippe pibarot dvm phd facc faha, jean g dumesnil md frcpc facc, new concepts in valvular hemodynamics: implications for diagnosis and treatment of aortic stenosis. Can j cardiol 2007;23(suppl b):40b-47b. [4] lorusso r, gelsomino s, luca f, et al.; type ii diabetes mellitus is associated with faster degeneration of bioprosthetic valve: results from a propensity score-matched italian multicenter study. Circulation 2011; [5] allen p. Burke, frank d. Kolodgie and renu virman; fetuin-a; valve calcification, and diabetes : what do we understand?. Circulation. 2007;115:2464-2467.